Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump was alarming no delivery. Customer went high due to no delivery of insulin. The blood glucose reading at the time of the event was 430 mg/dl. Hospital treated with IV of insulin. Customer was admitted to ICU. Nothing further reported.